Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button was not responding properly. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿ and contrast buttons responded intermittently requiring multiple presses with increased force to elicit a respond. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to the button issues, the text on the verify screen was dim and discolored and contrast reset to maximum setting showed little improvement.